Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, a search for similar complaints, a review of trending data, testing of the likely cause lot with a retained kit, a review of device history record, and a review of product labeling. A ticket review was completed for the likely cause lot number 93260fp00, which did not identify increased complaint activity. A review of ticket trending data for the alinity I ca19-9xr (ln 8p32) assay was performed. The review did not identify any adverse trends or non-statistical trends. Accuracy testing was performed to evaluate the performance of reagent lot 93260fp00. Testing with retained kits of the likely cause reagent lot 93260fp00 determined acceptance criteria were met, which indicates acceptable product performance. Device history record review was performed on reagent lot 93260fp00, which did not show any potential non-conformances, deviations, or non-conformances. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics complaint investigation a product deficiency was not identified.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. This event is also being filed under a second suspect medical device (list 7p90), under manufacturer report number 3008344661-2019-00066. This report is being filed on an international product, list number 08p32-20, that has a similar product distributed in the us, list number 08p32-21. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false elevated ca 19-9 xr result of 340 u/ml when processing on the alinity I. Retest results were 3.0 and 3.0 u/ml. The customer also reported false elevated afp initial result of 74.8 ng/ml, when processing on the alinity I. Retest results for afp were 11.6 and 11.1 ng/ml. No impact to patient management was reported.